Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak at the pipeline interface of the pressure sensor, which made it unusable. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, a lack of solvent on the bonding union of components tubing and the reported issue was duplicated. The cause of the leak condition observed on subassembly pn: 10023487-001 is related to the solvent bonding union was executed incorrectly during the manual assembly of components tubing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.